Manufacturer narrative:
Visual examination revealed a completely opened pouch upon receipt. The pouch had been opened starting at the chevron and down the sides nearly to the bottom seal. There was an evidence of heat seal runs throughout the entire width of the pouch without any breaks. Since there was no control on how the devices were handled in the field, it cannot be determined if the failure was produced during the storage, shipping or manipulation of the device. Therefore, the most probable root cause is "undeterminable". (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator(tm) hd device was opened for use in a ureteral soft lens lithotripsy procedure on (B)(6) 2016. According to the complainant, during unpacking, it was noted that the inner package was already opened after it was taken out of the box. It was reported that the sterile seals were compromised. The procedure was completed with another navigator hd. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.